Event description:
On 03-feb-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 39 mg/dl. The user became unconscious while sleeping and was transported by emergency medical services to the hospital, admitted on (B)(6) 2026, treated with exogenous insulin and IV fluids, and discharged (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hypoglycemia resulting in hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment with exogenous insulin and IV fluids. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hypoglycemia on the reported event date. Cgm glucose was trending downward but did not display values below 70 mg/dl prior to the event; glucose then rose rapidly and triggered insulin dosing. The reported hypoglycemic event occurred following this period of insulin delivery. This pattern is consistent with therapy management factors such as over-treatment of hypoglycemia and correction stacking. Additionally, device volume was set to off and low glucose alerts were not marked as acknowledged. Based on available information, the event was attributed to use-related therapy management factors, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.